Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a medication fridge not connected. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge was not connected. A field service engineer confirmed that the issue had been resolved by the customer. The system functioned as intended after the customer corrected the device. E.1 initial reporter facility: providence little company of mary medical center san pedro